Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse inspected the instrument. The fse observed tube lifters at positions 7, 8 and 9 were not lifting to the highest position. The fse tightened the tube lifter assembly to the belt to correct the problem. In addition, the fse observed binding in the z-arm and tightened the z motor belt. The fse cleaned both the tip clamp and the tip clamp mount. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).